Event description:
It was reported that a user experienced elevated pre-dinner blood glucose readings around 190¿200 mg/dl and asked whether to increase the announced meal carbohydrate amount; the user was advised to announce the usual meal amount because the ilet algorithm accounts for current glucose and provides correction as needed, and that intentionally over-announcing could lead to insulin stacking, hypoglycemia, and impaired algorithm performance. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user education and resolution without device alarms, malfunctions, or need for medical care. Investigation included a review of device use and user guidance, confirming appropriate device function and proper algorithm behavior. Investigation of this case revealed no device performance problem and indicated user misunderstanding of meal announcement use. It was concluded, based on previously established findings for similar reports, that the cause was user education needed with no device malfunction.

Manufacturer narrative:
Initial.